Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high reading on (B)(6) 2018 cannot recall the time. Customer cannot recall their blood glucose reading. Customer was not treated at the hospital. Customer did not have any symptoms. Customer visited the emergency room to treat their high blood glucose reading. The name of the hospital customer visited is maimonides hospital. The reporter contact is (B)(6). Customer doctor said the customer was not wearing their insulin pump was not specific if they were off the insulin pump greater than 48 hours. Customer declined to perform testing. Customer did not perform hp test. Insulin pump was not returned for analysis.